Event description:
In this case, it was reported that the valve was implanted then explanted during the same surgery. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Based on the operative report provided, initially a 27mm edwards valve was placed in, but the strut could not be passed through the annulus, so it had to be taken out and a 27mm non-edwards valve was implanted. The procedure was then terminated after closing the left atriotomy and de-airing process. The patient required av pacing , which was expected. The patient was brought back to the ICU with stable hemodynamics. Unfortunately, the subject device was not returned; therefore, the subject device cannot be assessed for any deficiency. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.